Event description:
It was reported by the patient the controller delivered an uncommanded bolus of 10 units causing the patient to go into hypoglycemia. The patient's blood glucose levels decreased to 2.3 mmol/l (41.4 mg/dl). The patient changed the controller setting to manual mode and paused the insulin delivery. The system reportedly kept delivering insulin although the insulin delivery was set to pause. No injuries or medical intervention was reported due to this event.

Manufacturer narrative:
The case description states the customer had low bgs due to 10 units being delivered despite the user not commanding it. The case description also states the pod kept delivering insulin after the user had paused insulin delivery. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. An uncaught exception omnipod 5 app error was observed in log files on (B)(6) 2023 at approximately 11:12:58 with alarm code 05-50020-02451-002. The exact cause of the alarm could not be determined. Inspection of the log files found a 10u bolus delivered on the date of occurrence. This bolus record shows that the user provided an adjustment of 10u to the bolus suggestion. The user opened up a new instance of the bolus calculator. They then entered a bg value of 158 mg/dl. The controller then went through the steps of confirming the bolus. Inspection of the log files confirmed the user paused insulin delivery. Inspection of the phb data revealed that no pulses were delivered by the pod after insulin delivery was paused. No evidence of uncommanded boluses or the pod failing to pause insulin delivery was observed in the log files. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.